Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00488 is being filed to correct the block b3 incident date from 01/02/2023 to 01/02/2024.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00629 is being filed to correct the block b3 incident date from 01/05/2023 to 01/05/2024.

Manufacturer narrative:
The end user replaced the system. There was no ge healthcare repair.